Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site and ineffective stimulation along with the inoperable ipg. As a result, surgical intervention was undertaken wherein the system was explanted. No new product was implanted.

Manufacturer narrative:
Attempts to receive complete patient information were made.